Manufacturer narrative:
(B)(4).

Event description:
It t there was a missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.